Manufacturer narrative:
Additional information is provided in sections d.9,h,3,h.6 and h.11. The company representative was able to replicate the reported event. The nonconforming pneumatics module was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. The pneumatic module was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was visually inspected and installed onto the console with no non-conformities found. The sample was then tested in vit mode for 5 minutes and was found to be out of specification for both. The component was replaced and then the module was retested. The module then passed specification testing. The root cause of the reported event is attributed to nonconforming component in the pneumatics module manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery in an ophthalmic system exhibited failure of cutter occurred and aspiration efficiency decreased. The surgery was completed with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).